Event description:
Developed silicone allergy; muscle, joint, and bone pain; developed silicone allergy; rash and hives all over body; hypersensitivity to smells; muscle weakness. Had silicone breast implants put in (B)(6) 2011. Was in excellent health prior to surgery, but gradually my health began to decline and by 2018 I could barely walk, had to work from home due to sensitivity to smells. Had implants removed (B)(6) 2018 and immediately started feeling better. My implants had no defects, and my plastic surgeon was shocked at how quickly my health began to improve, and said my body was rejecting the implants which was why I was so sick.